Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. The device remains implanted.

Event description:
New information received indicates that another instance of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed through remote transmission on a stored egm. The patient was asymptomatic. Further programming changes were recommended.

Event description:
New information received indicates that programming changes were made, but another instance of post-paced t-wave oversensing was observed. Further programming changes were recommended.

Event description:
New information received indicates that further programming changes were made.